Manufacturer narrative:
The complaint that the needle did not retract was confirmed and the cause appeared to be manufacturing related. Three photographs and one needle from an insyte autoguard device were provided for investigation. The needle exhibited evidence of use. A functional test revealed that the safety mechanism could not be activated to retract the needle. Misplaced adhesive was identified on the device, which prevented the safety mechanism from being activated. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.

Event description:
It was reported that the needle did not retract. After puncturing the patient and attempting to retract the inner tube, there was no needle retracted during use.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.